Event description:
A biomedical technician was installing a zoe medical tele-monitoring device in a pt's home when it was found to be inoperative. Specifically, the display remained dark. He put the monitor in a canvas bag and placed the bag in the back seat of his car. While traveling back to the office, the technician noticed a smell in the car. (The device was still powered on from its internal battery.) Once back at the office, he discovered that a half-inch diameter hole had melted in the plastic housing next to the display. The monitor was returned to zoe medical for eval. Upon inspection, the monitor had mechanical impact damage of the plastic housing, as well as broken plastic stand-offs and a loose brass insert inside the device. The brass insert likely created a short in the display's inverter board, causing it to overheat. This heating caused the adjacent case to melt and, eventually, damaged the inverter board to the point where it no longer was drawing current. No pt or operator was injured as a result of the event.

Manufacturer narrative:
Findings: the monitor failed due to a broken inverter. The likely cause was loose metal inside of the monitor. The metal part was likely loosened by a mechanical impact (plastic parts were broken). The metal part caused a short in the inverter board's circuitry, with subsequent arching and heating. This heating caused the adjacent case to melt and, eventually, damaged the inverter board to the point where it no longer was drawing current. The noticeable smell was melted plastic and damaged inverter board components. At the time of the event, the monitor was powered by its internal battery while the technician was in route back to his office. This is noted, but most likely did not contribute to the failure. No pt or operator was injured as a result of the event. The likelihood of an event recurrence is remote if the device is not used when there is visible damage to the case or the device rattles when handled. The severity of an event recurrence appears to be negligible. Combustible material that was adjacent to the melted case was not ignited, either during the event or in simulations of the event. Proposed actions: the monitor shall be repaired and sent back to the customer. The pre-installation inspection of the monitors by the customer will be encouraged.